Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The customer reported using wall pressure. The product support engineer (pse) referred customer to trouble shooting on page 9-44. The customer said the o2 sensor shows 21% in room air and 100% in o2. The pse asked customer to try another o2 sensor. If the unit still fails then replace the o2 solenoid and provided part ID for the solenoid valve, oxygen. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported at 100% the o2 reading is 92. The o2 reading are lower than the tolerance. There was no patient involvement.